Event description:
Same case as: 2134265-2014-01032, 2134265-2014-01031. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with an atlantis sr pro intended to visualize the lesion. It was noted that during set up and test outside of the patient, motor drive unit did not perform automatic pullback nor show an image. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).